Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for s3/ s3u thv with commander delivery system was reviewed. Warnings include, 'incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture'. Potential adverse events note, 'cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention', 'restenosis', 'exercise intolerance or weakness', 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'device degeneration', 'paravalvular or transvalvular leak', and 'device explants'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for implant location tissue damage overtime was confirmed based on provided medical records. A review of the DHR, lot history, and complaint history review provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, '5 years and 7 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted due to degeneration and an edwards surgical valve was implanted. Per the medical record review, the patient presented with severe as. Under general anesthesia, the patient had an urgent replacement of aortic valve, explantation of sapien valve, and placement of a surgical valve. 'The patient had paravalvular leak around his sapien valve.' 'The sapien valve had imbedded itself into the aortic annulus as is normally the case, but the struts were also eroding into the wall of the sinuses of the aorta, where the aortic wall had become fairly weak, and it took quite a bit of dissection to explant the sapien valve by dividing all the attachments of the valve to the wall of the sinuses of the aorta.' Per the clinical case review, the explant operation note alleged that the struts had eroded into the wall of the sinuses of the aorta. However, the operative note also mentioned the presence of 'a lot of calcium' in the aortic annulus that had to be debrided and removed. The sapien 3 transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, it is well known that bulky calcium can increase the risk of calcific nodule displacement, which can lead to injury. In this case, it is possible that the deployed thv frame pushed on the existing calcification, leading to the reported tissue erosion. It is possible that this factor alone or in combination with other patient factors may have contributed to the reported event. Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate stage 3a chronic kidney disease, hypertension, and hyperlipidemia could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records being received. The investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), 5 years and 7 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted and an edwards surgical valve was implanted. Per the medical record review, the patient presented with severe aortic stenosis. Under general anesthesia, the patient had an urgent replacement of aortic valve, explantation of sapien valve, and placement of a permanent pacemaker. 'The patient had paravalvular leak around his sapien valve.' 'The sapien valve had imbedded itself into the aortic annulus as is normally the case, but the struts were also eroding into the wall of the sinuses of the aorta, where the aortic wall had become fairly weak, and it took quite a bit of dissection to explant the sapien valve by dividing all the attachments of the valve to the wall of the sinuses of the aorta.' The patient presented with shortness of breath and lightheadedness. The original implant was at 90/10 with no additional volume added. A bav was performed. The annulus measurements are unknown.

Event description:
As reported to the implant patient registry (ipr), 5 years and 7 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted and an edwards surgical valve was implanted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.